Manufacturer narrative:
Concomitant medical products: texium clave; 60 ml syringe, therapy date: (B)(6) 2016. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak where the texium was connected at the distal y-site while infusing ramucirumab 900mg in 250 ml ns over an hour. The patient's sweatshirt became wet with chemotherapy as a result of the leak. There was no way to quantify the amount of ramucirumab that was lost, and as a result the patient did not receive her full therapeutic dose of chemotherapy.

Manufacturer narrative:
(B)(4)